Event description:
Customer's father reported a blank display on customer's insulin pump. Customer's blood glucose is 397 mg/dl. He treated with a manual injection. He replaced battery, but the issue persists. Customer uses duracell batteries. The battery compartment and contacts are not damaged or corroded. Customer removed the battery for ten minutes, cleaned the contacts, and reinserted a new battery. The display did not return. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
All operating currents were within specification and the off no power alarm functioned properly. No blank display was noted. No damage was found on the isolation tape. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. See scanned page.